Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had problem with an o2 cell p.n. 396200 s.n. (B)(6) : sometimes alerts on low o2. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: a customer had problem with an o2 cell p.n. 396200 s.n. (B)(6): sometimes alerts on low o2. No health consequences or impact.